Event description:
Ventilator stopped working while being used on patient. Unknown cause.======================manufacturer response for ventilator, neonate, babylog (per site reporter).======================0292.24614 - water inside cuvettefailure: apparently there is no water inside the pato cuvette.temporarily faulty o2 measurement until water has evaporated.possible causes: (1) occurred after power-on: condensed air humidity.(2) occurred during operation: water trap punctured.0292.24610 - operation outside specificationfailure: the chip heater is operated at too high a power.possible causes:(1) water in pneumatic system(2) pato faultremedies:(1) dry pneumatic system by running empty for at least five minutes and insert a dry sampling tube and water trap.(2) replace pato.between a four day period a month prior to the event there are a number or valve drive over temperature faults with the m15 valve (expiratory drive valve).0337.00020 - valve drive over temperature failure: monitoring of over temperature of valve drive has been activated. The m15.1 control has detected an excessive increase in temperature via the drive current monitoring.the driver current is reduced to 0.6 a.possible causes:1. Leakage in m15.1 diaphragm -> crater 2. Faulty valve driveremedies:1. Perform ventilation system leakage test in device check.2. Start the test mode, and then test the valve drive using the hit software. Call up the "pi expiratory valve" product page for the v500, and then check the valve drive via the expiratory valve test.3. Check valve drive according to "valve drive m15.1" repair instructions.what I found in the logs after the last errors were the following:two days prior to the event around 9:06 the unit completed the self test / device check successfully - the user adjusted the settings and the unit was put on the patient. From that time until the unit displayed a device failure alarm on the day of the event around 3:44 the unit was almost constantly alarming - these alarms were all leak related. During this time period there were several occasions when communications were lost to the m1.3 because it did a periodic reset, but no failures.it sounds like in this second unit, the user's had a leak that they could not correct, but because the unit passed the device check it appears not to have been the unit.